Event description:
The patient received inappropriate atp and hv therapies due to oversensing. It was noted that the lead had pulled back. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.